Event description:
It was reported the tip of this guidewire detached in the patient's renal artery during renal artery stent placement post angioplasty. The guidewire was advanced through a guide catheter and significant manipulation of the guidewire was necessary to get the guide catheter in place, which had twice slipped out of the artery's ostium. Retrieval of the detached tip utilizing a snare was uneventful. Another guidewire was used to successfully complete the procedure and the patient's condition is good. This device was received, evaluated and retained by this MFR. The engineering eval indicated the guidewire was received in two pieces. The distal portion of the wire measured 4.1 centimeters and was attached to a snare. The core wire was attached to the tip weld and was broken 3.3 centimeters from the distal tip. The proximal portion of wire measured 176.4 centimeters. All wire appeared to be present. Follow-up indicated this wire was significantly manipulated during the procedure which the co believes may have contributed to this event. However, the co is unable to determine the exact cause for this event. Direction for use state: "warning: attention should be paid to guidewire movement in the vessel. Before a wire is moved or torqued, the tip movement should be examined under fluoroscopy. Do not torque a wire without observing corresponding movement of the tip. Always advance or withdraw a wire slowly. Never push, augur, or withdraw a guidewire which meets resistance. Resistance may be felt tactilely or noted by tip buckling during fluoroscopy."